Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. Troubleshooting with tandem technical support was performed. It was indicated that the customer would continue to use the pump until the replacement arrives and has a backup pump available for alternate insulin therapy.